Event description:
It was reported that the patient had been experiencing withdrawal and then over medicated since (B)(6) 2012. The symptoms include pain, chills, aches, ¿spazzing,¿ ¿flipping out¿, and fever. The patient had symptoms 10 to 15 times a day. The patient had increased pain along the back of the patient¿s back of her head, spinal cord and as well as two inches on either side the spinal cord within the last five to six months. The patient would ¿always felt pain¿ in the lower spine because she had bulging disk since 1992. The patient could only see with one eye because of her pain. Her right eye would dilate and ¿float and goes off.¿ when the patient was sleeping on her back, she felt numbness over the whole body. It took 45 minutes for the numbness to stop and have all the feeling to come back. The patient had an injection procedure done with anesthesia and ¿it should only take 45 minutes but lasted 3 hours.¿ it was also reported that the pump was ¿not working properly.¿ the coloring of the medication during patient¿s previous refill sessions ¿had been different than normal¿. When the medication was ¿straw-like¿ color, the patient would get pain relief. When the medication was clear, the patient would not get any pain relief. Following (B)(6) 2012 refill, the patient had ¿major complications¿ and she had to take oral dilaudid to help with her pain. It was noted that when the medication was ¿working,¿ the patient would get ¿histamine reaction at her site.¿ the patient had an x-ray done and the health care professional did not find anything wrong. The patient was scheduled to have a dye study done on (B)(6) 2012 to rule out leak in the catheter. The pump was being used to deliver bupivacaine, baclofen and dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).